Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient experienced pain, bleeding and a urinary tract infection (uti). All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.